Event description:
During product evaluation, the baxter technician found a fail code 814:01 in the event history. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available

Manufacturer narrative:
Evaluation summary: the condition of fail code 814:01was confirmed. This fail code was associated with main batteries. Inspection of the device found that the main batteries were damaged with 8 battery discharges below alarm threshold and were therefore replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. Failure code 814:01 is currently being investigated. Battery issue is currently being investigated.